Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to report a missing sensor wire patient experienced on (B)(6) 2014. Distributor stated that upon sensor deployment, patient was unable to locate sensor wire. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).